Event description:
Three different doctors complained that they are having problems with the guide wire not retracting once the catheter is put in place.

Manufacturer narrative:
No conclusion can be drawn. No devices were returned, therefore, an investigation could not be conducted. A review of the manufacturing documentation was conducted and no anomalies were noted. Merit will continue to monitor these types of events for any potential trends. If any additional information becomes available concerning this event, a follow-up report will be filed.